Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: found pen needles from this box that clogged during injection.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: found pen needles from this box that clogged during injection.

Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. Returned to manufacturer: 31may2022. H.6. Investigation summary: customer returned a single used 4mm, 32 gauge nano pro pen needle from lot 1132270. The pen needle was visually inspected prior to testing and was found to have a broken needle on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for a clog since the needle cannot properly attach to the pen. As a result, the pen needle appears to be clogged during use. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta found that the pen needle had become broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Based on the investigation, no CAPA/sa is required at this time. H3 other text : see h.10.